Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the catheter suddenly stopped measuring after 4 days of use. The nurse "re-boosted" the mpm1 monitor and it showed "check catheter connection." The catheter was removed and the user simply stopped measuring the pt's icp. There was no pt injury due to the event. The pt's condition was reported as "has not changed." The mpm1 used with the catheter worked normally when the staff tested it the next day.